Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully placed ruby coils and other coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a new ruby coil, the physician experienced resistance and the ruby coil became stuck after advancing a few centimeters past the hub of the microcatheter. It was reported that the physician made several attempts to advance the ruby coil; however, the same issue occurred. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil with the same microcatheter. There was no report of an adverse effect to the patient.